Manufacturer narrative:
No patient involved in this concern. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that a system used for educational, non-clinical purposes only, became unresponsive while navigating a screw driver. No patient involvement.